Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited. No disposable pump will not run" alarm. No patient injury reported.